Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leaking drug solution. The event occurred during infusion at the facility. There was patient involvement, an no patient harm reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: one used cassette was received. As received, there were no damages or anomalies observed. To replicate clinical use, the cassette was filled with 100ml of water using an ICU medical provided syringe. The cassette was then installed onto a cadd solis 2110 pump and 10ml of priming was performed. No leaks nor pump alarms were observed. The complaint of leakage cannot be confirmed nor replicated. A device history record (DHR) review could not be performed as the lot number was unknown.